Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 61.5mm diameter abdominal aortic aneurysm. The patient has an aortic neck length of 10mm and a diameter of 28-30mm. It was reported that during the index procedure the final angio identified that the endurant bifur migrated 4-5mm below the renal artery with a type ia endoleak also being present. It was observed that the stent graft moved during removal and repositioning of additional pieces and balloons. A cuff and endoanchors were implanted on the same day and the endoleak was resolved. Per the physician, the cause of the event was due to patient anatomy; conical short neck. No additional clinical sequelae were reported, and the patient is fine.